Manufacturer narrative:
(B)(4). According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. Additional associated products and mdrs 00541601602 gender solutions female (gsf) femoral component porous size 3, right lot# 61010702 MDR: 0001822565-2021-01244. 00595204012 articular surface use with plate 5,6 size green/c-h 12 mm height lot# 61637302 MDR: 0001822565-2021-01242.

Event description:
It was reported that bilateral patient underwent right total knee arthroplasty. Subsequently, the patient underwent a manipulation under anesthesia approximately one month later due to arthrofibrosis.